Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported that the handpiece was getting hot during the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that the customer's complaint of excessive heat could not be verified because the handpiece was not running to test. There was foreign material built up on rear bearings, motor and all other parts were corroded. Removed the foreign material and replaced with new rear seals, bearing and motor/cable subassembly. The handpiece was repaired, cleaned, tested, and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.